Event description:
It was reported that the handpiece made a strange noise and doesn't work. No patient consequences.

Manufacturer narrative:
Date sent: 04/10/2009. Evaluation summary: the hand piece was tested on a generator and was found to be functional. The hand piece was dis-assembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may have lead for noise issues to occur.